Event description:
It was reported that the programmer would intermittently shut off while being powered on, and it powered down during interrogations. The power cord was replaced and the service disk attempted, but the issue was not resolved. A power supply issue was suspected. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer powered down after a few minutes of running. As a result the power supply was replaced to resolve the powering issue. It was also noted that the overlay was cracked.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).